Event description:
It was reported that the air sensor of the device was damaged, required replacement. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported that air sensor of the device was damaged, required replacement" was confirmed through functional testing of the device. The probable cause of the reported issue was a defective air-in-line sensor. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months.